Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was there any adverse consequence associated with the patient? Not reported - could you please verify if reported lot number tankqj is correct? Lot number as provided by customer. Check on returned item to verify correctness. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. -> 19/07: no device received yet. Pcf extended - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). - see author trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m

Event description:
It was reported that a patient underwent an unknown procedure (B)(6)/2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.